Event description:
It was reported that the bd alaris pump module smartsite infusion set experienced air in line. The following information was provided by the initial reporter: we had a bd alaris pump infusion set ref 2426-0007 that was infusing a hazardous medication fludarabine. Since almost the start of the infusion, the channel was beeping air. After numerous interventions to look for air or visible issues with the infusion set we swapped out the channel and tried on multiple channels and multiple brains. All with the same problem of reading air in line. We have not had any issue with other administration sets in the same channel or brains.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 07-jun-2023 . H6: investigation summary one sample (model #2426-0007) was returned by the customer. It was reported by the customer that the tubing had air in the line. The returned set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was successfully primed was saline. The set was infused with the bd alaris pump and pump module at 125 ml/hr with a vtbi of 125 ml. No air was observed in the tubing throughout the infusion and after the infusion. The failure was unable to be replicated, and the complaint could not be verified. A root cause was unable to be determined because the failure was unable to be replicated. A lot number is unknown, however, possible lots were identified to be: 22115117, 22115200 a device history record review for model 2426-0007 and possible lot number 22115117 was performed. The search showed that a total of 34,563 units in 1 lot number was built on 07nov2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2426-0007 and possible lot number 22115200 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 10nov2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that the bd alaris pump module smartsite infusion set experienced air in line. The following information was provided by the initial reporter: we had a bd alaris pump infusion set ref (B)(4) that was infusing a hazardous medication fludarabine. Since almost the start of the infusion, the channel was beeping air. After numerous interventions to look for air or visible issues with the infusion set we swapped out the channel and tried on multiple channels and multiple brains. All with the same problem of reading air in line. We have not had any issue with other administration sets in the same channel or brains.